Manufacturer narrative:
(B)(4). Results and conclusions: severely calcified, tortuous iliac limbs, and small diameter neck. Results: conversion to surgical repair.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as severe calcification and severe tortuosity in the iliac limbs. The aortic neck was 20 mm in diameter at the renal artery 12 mm below the renal artery the aortic neck diameter was 26 mm, there was moderate angulation, 50 degrees and moderates calcification. It was reported that the stent grafts were implanted and there were difficulties during the removal of the delivery catheter. When the delivery catheter was removed the nose cone caught on the stent graft and pulled the apex of the stent graft inwardly. The physician attempted with a sheath and balloon to correct the apex but was unable to, therefore the physician elected to surgically convert the patient. No additional clinical sequelae were reported, and the patient is fine. (MFR. Report# 2953200-2011-00960).